Manufacturer narrative:
The company service representative examined the system and replaced the footswitch cable and the pneumatic cpc connector. He also performed a preventive maintenance. The replaced components were not returned for further evaluation. The root cause could not be determined. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s); posterior capsule tear (capsular bag tear, posterior); unplanned vitrectomy (vitrectomy). Product problem(s): vitrector difficult to connect (fitting problem); the nurse reported that during an unplanned anterior vitrectomy procedure, they had difficulties connecting the vitrector to the console. The nurse was able to hold the tubing on to the console to complete the case. The nurse also reported that the footswitch has been behaving erratically and sometimes it does not allow the surgeon to advance (toggle) modes during cases. The surgeon then advances the system manually to complete cases. The nurse stated that the posterior capsule tear was not related to the system and occurred as a result of a case complication.